Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders was not crossing over from cerner to pyxis. A technical support specialist unable to replicate the issue, no issue found. A customer stated that the issue had self-resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders was not crossing over from cerner to pxis. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.